Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, during valve deployment contrast leaked out of the connection between the atrion and the stop cock. The valve was partially deployed and further inflation via the atrion was not possible. The implanter connected a 60 cc syringe and further inflated the valve with good result.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 29mm sapien 3 valve was returned for examination and the reported event was unable to be confirmed by evaluation as the complaint could not be replicated during device evaluation, and no relevant imagery was provided. A visual examination found that there was a kink on the balloon shaft proximal to the delivery system handle, likely due to packaging. Functional testing indicated that the balloon was de-aired with no leakage observed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation training manual, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of delivery system leakage was unable to be confirmed. A manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during valve deployment contrast leaked out of the connection between the atrion and the stop cock. The valve was partially deployed and further inflation via the atrion was not possible. The implanter connected a 60-cc syringe and further inflated the valve with good result." Additionally, it was reported that the thv was able to be deployed "eventually when contrast was injected via syringe on the open/"non-atrion" port". It is possible that the connection between the inflation device and the delivery system may have loosened during use, leading to the reported leakage of the event. Evaluation of the returned device did not show any leakage present in the system, including full balloon inflation without issue. As thv was able to be successfully deployed after using a secondary syringe, and evaluation of the returned device did not observe any device deficiency, a manufacturing nonconformance contributing to the reported event is unlikely. However, without procedural imagery, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.